Event description:
It was reported that during preparation before use the subject device displayed abnormal noise on the screen, and it was unable to work normally. There were no reports of patient harm.

Manufacturer narrative:
E1 facility name: (B)(6) hospital. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The issue occurred during preparation for use before patient room, the procedure was completed. There were no reports patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation, the legal manufacturer's final investigation updated fields: a2, a3, a4, a5, a6, b5, b6, b7, d8, d10, h2, h3, h4, h6 (health effect code, type of investigation, investigation findings and investigation conclusions) and h11. The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: device was unable to work normally and the internal cable had poor contact. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.